Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspections were performed on the returned device. The reported difficulty to remove and stent elongation were unable to be confirmed as the stent had already been fully deployed. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after deploying two supera stents in the distal popliteal without issue, while advancing a 5.0x100 6f 120cm supera peripheral stent system through an unspecified 6fr introducer sheath, upon exiting the sheath but prior to reaching the vessel (with the proximal end of the stent still inside of the sheath), deployment was initiated using the supera thumb advancer without issue. As the partially expanded stent appeared to be elongated, a decision was made to not use this device. Thus, it was retracted further back into the sheath with some resistance felt then the supera tip detached. The entire system (supera with detached tip, guide wire, and sheath) was removed from the anatomy as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. The procedure was considered satisfactorily completed and no stents were placed. No additional information was provided.